Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a clinical study, after a shoulder surgery using an aetos system performed on (B)(6) 2024, the patient suffered a coracoid fracture. This issue was solved with physical therapy. The patient is currently recovered.

Manufacturer narrative:
D1: brand name, d2a: common device name, d2a: common device name, d4: catalog #, lot #, expiration date, unique identifier (UDI) #, d11: concomitant medical products and therapy dates, g5: PMA/510(k) #.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation. The clinical/medical investigation concluded that, a definitive clinical root cause for the coracoid fracture cannot be established due to limited information in the available documentation. However, the early postoperative fall is considered a contributing factor. The patient recovered following rest and physical therapy, and no additional impact can be determined from the records provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for aetos shoulder system revealed that postoperative bone fracture may be included as an adverse effect. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury or patient bone quality. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.